Manufacturer narrative:
Correction: section d concomitant med prod data and section b describe event or problem to reflect bd pyxis¿ es server this supplemental MDR has been filed as a correction since the device associated in this case was server and generic medstation was determined to be a concomitant device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, medication orders were not displaying on the pyxis stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medication orders were not displaying on the pyxis stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: unique device identifier (UDI) and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was found that medication orders were not showing up on pyxis stations. A technical support specialist (tss) discovered that the server had stopped processing external messages at a specific time, which caused delays in new patient and order data appearing on the stations. The issue was resolved after restarting the external messaging services on the server. The tss noted that the external inbound processor service was logging errors during the time of the incident. Once restarted, queued messages were successfully processed. The tss verified that the last admit and nw order messages were present on the pyxis server, but later messages were delayed. The tss informed pse about the latest occurrence. The delay was due to a known issue between cce and es, and hsv was not notifying about these delays. To prevent future occurrences, the development team released a monitoring tool that automatically restarts the messaging service if it detects a problem. As of now, orders are crossing without delay. The tss followed the knowledge article titled "messages stuck - maximum dequeue - scheduled task - observer tool" to resolve the issue. After technical support specialist investigated the device, the system started working properly.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, medication orders were not displaying on the pyxis stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.